Event description:
Asante clinical manager (cm) rec'd phone call from pt's wife indicating pt was admitted to ICU with diabetic ketoacidosis (dka). Pt was on a 30-day trial of the asante snap insulin pump system since (B)(6) 2014 (19 days). Wife stated that the asante pump was alarming all day on (B)(6) 2014 and pt did not address any alarms and took the pump off. Wife called 911 for pt's mental status changes, nausea and vomiting. Cm placed call to pt's certified diabetes educator (cde) to contact the pt and physician. At hospital, cde reviewed the device alarm history with pt's wife. Cde reported that pt rec'd continuous "blocked infusion set" alarms for the last couple of days. The pt repeatedly ignored the alarm and did not look to address the issue himself or contact asante customer support. Pt eventually removed the pump system entirely. ER nurse noted in pt record that no device malfunction occurred and that circumstances appeared to be pt error. According to the attending physician as well as the cde, they are concerned the pt has add'l complications (unrelated to the event) and are putting him through a battery of tests. As of (B)(6) 2014, all notes on the pt's chart indicated that he was on the snap insulin pump system, but the pump was working like it was suppose to work and in addition his issues are well beyond his ignored pump alarms. On (B)(6) 2014 the cm reported that, while admitted to the hospital, the pt had a neuro workup that revealed an aggressive new organic dementia. He was home by this date and doing better, however, he had behavioral changes along with cognitive changes that are making his diabetes management care very difficult. For now, the pt will be staying off the asante insulin pump system.

Manufacturer narrative:
Conclusion: the device eval confirmed that 9 blocked infusion set alarms occurred with delayed pt response to address the alarms. Hospital tests indicate a neurological condition was discovered that likely contributed to the pt's ability to properly use the asante snap insulin pump system.